Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see section h.10.

Event description:
It was reported that the needles were clogged and medication was unable to be delivered with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from french to english: clog issue on several needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles were clogged and medication was unable to be delivered with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from (B)(6) to english: clog issue on several needles.